Manufacturer narrative:
Greason, k. Et al. Transcatheter aortic valve insertion after previous mitral valve operation. Journal of thoracic and cardiovascular surgery (2017);154(3):810-815 doi 10.1016/j.jtcvs.2017.03.118 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the implant of a transcatheter bioprosthetic aortic valve after the replacement/repair of the mitral valve. All data were collected from a single center between 2008 and 2016. The study population included 18 patients, 4 of which were implanted with a corevalve and 4 of which were implanted with an evolutr device. The study population was predominantly female; mean age 77 years. Serial numbers were not provided. Among all patients adverse events included: electrocardiogram (ECG) changes treated with the implant of a permanent pacemaker. Based on the available information, these events may have been attributed to medtronic product. However, as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.